Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde biliary drainage (erbd) procedure on (B)(6), 2010. According to the complaint, after a flexima stent was placed the jagwire was removed. Upon removal, it was noted that the distal portion of wire was torn. The procedure had been completed with this device with no patient complications. The patient's condition had been described as "good."

Manufacturer narrative:
(B)(4): although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde biliary drainage (erbd) procedure on (B)(6), 2010. According to the complaint, after a flexima stent was placed the jagwire was removed. Upon removal, it was noted that the distal portion of wire was torn. The procedure had been completed with this device with no patient complications. The patient's condition had been described as "good." **updated information. The complaint was originally reported on the ptfe coating peeling. Investigation results have confirmed this, making this a non-reportable event.

Manufacturer narrative:
A visual examination of the returned device revealed that the teflon was torn at 90 cm from the flare of the guidewire, however the diameters of the undamaged sections were within specification. In addition, the teflon appeared to have been sliced due to its interaction with a sharp edge/ device during the procedure. The root cause of the complaint has been determined to be caused by other device. DHR review showed no anomalies related to the complaint. A review of similar complaints revealed no matches.